Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-04903. It was reported the patient did not receive effective therapy due to high impedances. As a result, surgical intervention was undertaken wherein the patient's entire system was explanted.

Event description:
Related manufacturer reference number: 1627487-2019-04903.